Event description:
It was reported that the patient presented with degenerative disk disease, intractable low back pain and radiculopathy. The patient underwent posterior spinal fusion l5-s1 and bilateral epidural catheter placement using rhbmp-2/acs, posterior hardware, dural substitute, and allograft. There were no noted complications. It was reported that the patient sustained unspecified injuries.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.